Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that the 10 french black catheter from a rosch-uchida transjugular liver access set was damaged. During the procedure the internal jugular vein was punctured and a competitor's wire guide was advanced. When preparing to advance the "assembled rups", the 10 french catheter was found to have frayed material near the tip. A provided photo shows the 5 french blue catheter within the black catheter. Both components are shown advanced over a wire guide. The device was then removed and new rups was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon receipt of the complaint device, it was noted the 10 french sheath was unraveling, thus prompting this report. Reviews of the documentation, including the complaint history, device history record, quality control procedures, as well as visual inspection and functional test of the returned product, were conducted during the investigation. One reported prior to use set was received. A borescope was passed through the length of the sheath to inspect for any protruding coils. A small piece near the proximal end appeared to stick out slightly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a manufacturing deficiency contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the 10 french black catheter from a rosch-uchida transjugular liver access set was damaged. During the procedure the internal jugular vein was punctured and a competitor's wire guide was advanced. When preparing to advance the "assembled rups", the 10 french catheter was found to have frayed material near the tip. A provided photo shows the 5 french blue catheter within the black catheter. Both components are shown advanced over a wire guide. The device was then removed and new rups was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon receipt of the complaint device, it was noted the 10 french sheath was unraveling, thus prompting this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code: (B)(6) ; phone: +(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.